Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(6) alleging that the onetouch ultra 2 meter is giving inaccurate low reading of "8 mmol/l" (144 mg/dl) compared to "14 mmol/l" (252 mg/dl) obtained on the doctor's meter. This complaint is documented based on information obtained during the initial phone call and the follow-up on (B)(6) 2012. The patient manages his diabetes with oral medication and tests his blood glucose twice per week. On the day of the meter to his doctor's meter comparison, the patient received the alleged reading of "8 mmol/l" (144 mg/dl) in the morning while he was fasting. Later that afternoon, the patient had a doctor"s visit where he tested at "14 mmol/l" (252 mg/dl) on the hcp meter. The patient claimed that he had hyperglycemic symptoms described as ¿dizzy, vision impaired and very tired" while his lfs meter provide inaccurate low results. The patient could not provide any other numeric values. The patient allegedly has been getting ongoing herbal treatment per his homeopath methodology for his reported symptoms. The patient denied that he required any hospitalization or paramedic attention for acute complication of diabetes as a result of the alleged issue. During troubleshooting, it was reported that the meter to hcp meter comparison was performed more than 30 minutes of each other. To compare meter to other meter results, the readings should be taken within 30 minutes per lifescan's criteria for accuracy comparisons. There is no evidence a lfs product malfunctioned was associated with the alleged incident. This complaint is being reported because the patient had symptoms suggestive of a hyperglycemia while he managed his diabetes with the lfs meter.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.